Event description:
It was reported that a patient fell ten days prior to the report and went to emergency room where he was told he had "a small subdural." He was found unresponsive in bed four days later and was admitted to a hospital with right frontal subdural hematoma. The patient was given physical examination and occupational therapy in the hospital. Medical or non-surgical therapy performed were the administering of keppra (levetiracetam), ativan (lorazepam), and thiamine on the day of the hospital admission. CT scan with contrast was positive for subdural hematoma both on the day of the fall and on the day of hospital admission. Signs and symptoms reported were unresponsiveness and headache. His outcome was reported as resolved with sequelae. Sequela noted was discharging to a rehabilitation facility on (B)(6) 2013. The implantable neurostimulator's serial number could not be found in manufacturer's database. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3387s-40, lot# va0405a, product type lead; product ID 3387s-40, lot# v a0405a, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0405a, implanted: (B)(6) 2012. Product type: lead: product ID 3387s-40, lot# va0405a, implanted: (B)(6) 2012. Product type: lead: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). The previously reported conclusion codes no longer apply to this event.

Event description:
Follow up information received reported that the fall and resulting hematoma were not related to the implantable neurostimulator (ins) device, therapy, or implant procedure. If additional information is received, a follow up report will be sent.